Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon unraveled, wife had to remove them- retained, tampon [foreign body in reproductive tract] tampon unraveled [device breakage] remove tampon, tampon unraveled [complication of device removal] case narrative: consumer reported via e-mail that tampon unraveled during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon unraveled, wife had to remove them- retained, tampon [foreign body in reproductive tract] tampon unraveled [device breakage] remove tampon, tampon unraveled [complication of device removal] case narrative: consumer reported via e-mail that tampon unraveled during removal. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampon unraveled, wife had to remove them- retained, tampon [foreign body in reproductive tract] tampon unraveled [device breakage] remove tampon, tampon unraveled [complication of device removal] case narrative: consumer reported via e-mail that tampon unraveled during removal. No serious injury reported.